Event description:
It was reported that the cartridge was leaking from the t:lock/luer lock. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.